Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead impedance in both configurations increased overtime. The patient was not pacemaker dependent. The lead would remain implanted for the remainder of the pulse generators life.